Manufacturer narrative:
Reason for reoperation is rupture and capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported that a patient experienced "cc and rupture of breast implant" and "believe silent breast implant rupture has caused {patient} significant health issues spanning over a decade." Baker grade unknown. The device has been explanted. The side was unspecified.